Event description:
The patient experienced withdrawal symptoms including pruritus and increased tightness. On interrogation, the event logs showed a motor stall with no recovery. A critical alarm was sounding. The healthcare professional tried to update the pump three times; reprogrammed a bolus; change the alarm interval; and set the drug delivery rate to minimal. The patient had minimal improvement and was still experiencing withdrawal symptoms. The motor stall did not recover. The patient was being managed with oral baclofen. The device system was used to deliver lioresal diluted to 1000 mcg/ml. It was noted that they were not able to determine a magnetic cause for the stall. A pump replacement was being considered. The patient met with the physician the week of (B) (6) 2010 and decided that he did not want the pump anymore. The patient was not sure when he wanted the pump removed. The patient was currently on oral baclofen (20 mg/ 20 mg/ 30 mg per day) and valium (2 mg/ 2 mg/ 4 mg per day). The physician noted that when and if the device was removed it would be returned to the manufacturer for analysis.

Manufacturer narrative:
(B) (4).